Manufacturer narrative:
The device was returned to olympus for evaluation. The user report of lamination peeling off at the distal end was confirmed. There was peeling of the bending section and scratches in the insertion tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during reprocessing of the evis exera iii bronchovideoscope the lamination was peeling off at the distal end. No patient harm or injury occurred due to this malfunction.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review and applicable corrections. The reporter was documented as not being a health professional. The occupation of the reporter is currently unknown. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The device was returned for evaluation and the user request was confirmed. The evaluation found scratches and peeling between the bending section and the 4th white ring of the insertion tube. In addition, the rubber glue was found to be peeling, non-sharp scratches were found on the plastic cover and the light guide tube was flattened at mid length. The investigation determined the most likely cause of the delamination was physical or chemical on the insertion section. The instructions for use (IFU) provides the user with instructions on reducing stress to the insertion section. Warnings and cautions against external stress on the insertion section: ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ the reprocessing manual) provides the following cautions: ¿1.4 precautions: for information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found.¿ the reprocessing manual provides the following caution against storing the device in an inadequate environment: ¿ store the endoscope and accessories in an endoscope storage cabinet which also protects the equipment from physical damage. To prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. To prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. Do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope.¿ follow up with the user facility is currently being performed. A supplemental report will be submitted if any additional information is provided by the user facility. Olympus will continue to monitor the field performance of this device.

Event description:
This medical device report (MDR) was submitted for the reportable malfunction found during evaluation in which the insertion tube was scratched and peeling between the bending section and the 4th white ring from the distal end of the device.

Manufacturer narrative:
The following fields were updated: (added health professional).

Event description:
Additional information was obtained from the user facility. The user facility confirmed nothing fell into the patient. The device did not come in contact with a hard surface or suffer a deep impact.